Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergic to nickel") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 children). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("terrible abdominal pain"), dermatitis allergic ("recurrent skin allergies"), myalgia ("intense muscle pain"), headache ("headaches"), visual impairment ("visual disturbances"), ear pain ("ear disturbances"), nasal disorder ("nasal disturbances"), throat irritation ("throat disorder") and fatigue ("generalised fatigue"). The patient was treated with surgery (inserts removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, abdominal pain, dermatitis allergic, myalgia, headache, visual impairment, ear pain, nasal disorder, throat irritation and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, ear pain, fatigue, genital haemorrhage, headache, myalgia, nasal disorder, throat irritation and visual impairment to be related to essure. The reporter commented: the patient had the inserts removed on (B)(6) and since then the symptoms have resolved. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented allergy to nickel and bleeding(seen as genital bleeding). The inserts were removed approximately 6 years after placement. Both serious events due to medical importance and anticipated according to essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, during essure use consumer presented allergy to nickel and bleeding and removal of essure was performed. Given essure's safety profile and events' nature, causality cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis has been sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 children). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("terrible abdominal pain"), dermatitis allergic ("recurrent skin allergies"), myalgia ("intense muscle pain"), headache ("headaches"), visual impairment ("visual disturbances"), ear disorder ("ear disturbances"), nasal disorder ("nasal disturbances"), pharyngeal disorder ("throat disorder") and fatigue ("generalised fatigue"). The patient was treated with surgery (inserts removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, abdominal pain, dermatitis allergic, myalgia, headache, visual impairment, ear disorder, nasal disorder, pharyngeal disorder and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, ear disorder, fatigue, genital haemorrhage, headache, myalgia, nasal disorder, pharyngeal disorder and visual impairment to be related to essure. The reporter commented: the patient had the inserts removed on (B)(6) and since then the symptoms have resolved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 255 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc: company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented allergy to nickel and bleeding(seen as genital bleeding). The inserts were removed approximately 6 years after placement. Both serious events due to medical importance and anticipated according to essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, during essure use consumer presented allergy to nickel and bleeding and removal of essure was performed. Given essure's safety profile and events' nature, causality cannot be excluded. This case was regarded as incident since a device removal was required. A product technical complaint investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information cannot be obtained.